Event description:
It was reported by the customer that the needles were not screwing into the hub properly. On three separate occasions, the nurse stuck the patient and when pushing the tube onto the needle, the threads didn't hold, and the needle was pushed out of the hub and buried itself up to the threads in the patient's arm. No information was received regarding any serious injury as a result of this report.